Event description:
It was reported before the surgery that the bipolar adapter was very tight to assemble with the bipolar main body. Although the surgeon somehow made it, then it was very hard to disassemble. The surgeon said that the adapter cannot be used due to tightness.

Manufacturer narrative:
Investigation in progress but not yet complete.